Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective control panel. The technician replaced the panel to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp displayed no flow rate during setup. There was no patient involvement.

Manufacturer narrative:
The malfunction has been re-evaluated as non reportable. The reported failure does not stop or modify the pump flow. The flow rate can still be controlled with the knob and rpm can be estimated based on the leds around the control knob. Alarm system remains functional as well as any safety feature. Alarms are actually displayed on system panel.

Event description:
See initial.